Manufacturer narrative:
H10: the device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl10040 vascular stent graft experienced a positioning problem. This report was received from one source. The device was used in the patient. The patient is a 65 year-old male, of 75 kgs. There was no reported patient injury.

Manufacturer narrative:
The return of the one device is still pending. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl10040 vascular stent graft experienced a positioning problem. This report was received from one source. The device was used in the patient. The patient is a (B)(6) year-old male, of (B)(6). There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The investigation is inconclusive for the reported positioning issue. A definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl10040 vascular stent graft experienced a positioning problem. This report was received from one source. The device was used in the patient. The patient is a 65 year-old male, of 75 kgs. There was no reported patient injury.